Event description:
This event involved 2 devices: same procedure, same patient, different product ids. This is the 2nd of 2 reports for this event. It was reported the parts would not thread together. "The surgery went okay but would have been easier with the slap hammer." The t handle and slap hammer would not thread together. The patient was not injured.

Manufacturer narrative:
Integra has completed their internal investigation on 18dec2015. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: a review of the design specifications and design changes is performed. No significant design changes on dimensions or raw material were recorded. A review of the device history record found no anomalies during the manufacturing period of the devices. Threaded diameter of the nail extractors and the nail sliding hammer are checked at incoming inspection prior to quality release. A review of the complaint system was performed. This is the first incident reported to newdeal about an impossible assembly between panta® nail, nail extractor (p/n 519210) and panta® sliding hammer (p/n519209) for the past two years. During the same time period, about (B)(4) panta nail have been sold. (B)(4). Conclusion: given the description of the event and the observations during documentation review and on the device returned, the root cause is a first thread damaged of thread part of sliding hammer. The device is damaged /worn.